Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to have injected a patient in the lips with one syringe of juvéderm® vollure® xc. About ten days later, the patient experienced swelling and nodules at the injection site. The product was dissolved with hylenex® about two and a half weeks later. The symptoms have not resolved. Patient is "currently c/o of lumps in the upper and lower lips." It has not been determined yet if the event led to permanent damage.